Event description:
Reportable based on the analysis approved on (B)(6) 2013. It was reported that during a percutaneous coronary intervention, a shaft kink and difficulty of the device to cross the lesion occurred. A 2.25x24mm promus element plus stent delivery system was selected to treat the unspecified target lesion . After the lesion was ablated with a rota, this device was advanced into the lesion; however, it was unable to cross the lesion. It was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device analysis revealed a distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: deice was returned for analysis. A visual and microscopic examination of the device noted distal stent damage. One strut at the distal edge was raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).